Event description:
Event #1 involves the development of a pressure ulcer associated with use of 3.0 neo bivona cuffed tube.tracheotomy flanges and hub created pressure ulcer around stoma, treated by wound care team. We went to the bivona trach tube due to there being no trachs from a different brand in house and the other brand has been discontinued. A self-adherent absorbant conformable foam dressing was placed under ties as procedure for new trach tubes.event #2 involves the development of a pressure induration associated with use of 3.0 neo bivona cuffed trach tube. Hub of trach "digging into" the chest, post discovery, a self-adherent absorbant conformable foam dressing placed under hub, on chest.what was the original intended procedure?trach placement for both events.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.